Event description:
The following information was provided: a fracture was confirmed at the distal end of the stem during the post-operative x-ray. Two wires were used for it. The physician commented that it must have cracked when put in the trial or the implant.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.